Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining discrepant identification results for mycobacteria samples for three different patients in association with the vitek® ms (ref 410895). A sample from a patient was run vitek ms instrument. After two days a sample from the same patient were taken and run in vitek ms instrument- the customer received two different identification organisms: 994852093- m.simiae, 994852094- m.fortunitum. A sample from a patient was run on vitek ms instrument. After a day a sample from the same patient was taken and run in vitek ms instrument- the customer received two different identification organisms: 996275106- m.gordonae, 996680282- m.simiae. A sample from a patient was run in 4 duplicates and they received two different identification organisms: 997208762- m.simiae and m.fortuitum. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining discrepant identification results for mycobacteria samples for three different patients in association with the vitek® ms (ref (B)(4). Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify the customer's issue as a trend for the vitek ms. Fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests made on 08 dec 2021, 04 jan and 16 jan 2022. Spot preparation quality: the calibrator ¿all peaks¿ values were homogeneous, indicating that the spot preparation quality is acceptable for the calibrator spots. Knowledge base (kb) review: the expected identifications are unknown because no reference method were used to confirm the expected identification. Sample data analysis: for sample 1, lab ID (B)(6). Analysis of mzml sample files shows that number of peaks are a little smaller for the identification obtained the 04 jan to mycobacterium fortuitum group (69 to 84) compared to identification obtained the 16 jan to mycobacterium simiae (82 to 86). The potential misidentifications to mycobacterium fortuitum group were obtained from the spectra having a low identification score (-0.22 and -0.31) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). For sample 2 lab ID (B)(6). Analysis of mzml sample files shows that number of peaks are a little smaller for the identification obtained the 04 jan to mycobacterium gordonae group (78 to 95) compared to identification obtained the 08 dec to mycobacterium simiae (93 to 120). For sample 3 analysis of mzml sample files shows ¿all peaks¿ values are quite heterogeneous. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator, operator skills, ¿). It needs to be verified with the customer. By reprocessing the customer data with vitek ms kb 3.3 under development there are no improvement instead of lab ID (B)(6) given mycobacterium paragordonae further investigation on the strain are needed in order to find the cause of the issue. In order to confirm the cause of the identification issue, a return of the customer¿s strains was requested but to saint louis us site as it is mycobacteria. Strains were analyzed in duplicate with vitek ms kb 3.2. For sample 1 : two identification as single choice to mycobacterium simiae for sample 2 lab ID # (B)(6) 3 no identification were obtained with a mixed culture of m. Simiae and m. Gordonae. Lab ID # (B)(6) two identification as single choice to mycobacterium gordonae for sample 3 two identification as single choice to mycobacterium gordonae so as mentioned in the vitek ms workflow user manual - clinical use (4501-2233-f), page 3-6 paragraph "samples": ¿the microorganisms to be identified must first be isolated on a suitable culture medium. Appropriate media, including commercial media most frequently used in clinical microbiology laboratories such as columbia blood agar, should be used¿. The identification process is based on specific peaks presence, if the colony is not pure, some peaks not belonging to the tested strain could disturb the identification process.¿ root cause: the cause for the customer's issue was determined to be likely due to non optimal sample preparation. ---conclusion--- the expected identifications of the customer's strains could not be determined since a reference method, such as sequencing, was not performed. The cause for the customer's discrepant identification results is likely due to non optimal sample preparation in the forms of non optimal spot preparation, and in some cases failing to isolate microorganisms on suitable culture media prior to testing. Local customer service (lcs) has been requested to provide the customer with additional training materials to help improve the customer's sample preparation technique.